Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: b4, g3, g6, h2, and h6. The complaints for ''general risk - failure - sheath liner strand'' and ''general risk - failure - sheath distal tip split'' were confirmed through evaluation of the returned device. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per evaluation of the returned device, sheath shaft scratches were observed. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft damage. Excessive manipulation can lead to sheath shaft damage (i.e. Scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Per the complaint description, ''when advancing the commander delivery system with crimped valve, resistance was felt. Before valve alignment maneuvers, the valve was observed to be damaged, therefore, it was removed without difficulties within the esheath and a new kit was used for the implant... No esheath damage was reported.'' During evaluation of the returned device, a distal tip split was observed on the sheath. Sheath shaft curvature, scratches, and stretching were also observed, suggesting presence of tortuosity and calcification in the access vessel. Tortuosity and calcification can subject the sheath to suboptimal angles during insertion, advancement, and/or withdrawal that can lead to non-coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the reported tip split. In addition, sharp nodules of calcification can damage the sheath tip through direct contact. However, no information about patient anatomy was provided. It is possible that the bent valve strut got caught on the sheath tip during advancement or retrieval. If excessive manipulation was used to overcome any resistance or high push force at the sheath tip, it may have contributed to the tip split. As such, available information suggests that patient (calcification, tortuosity) and/or procedural (excessive manipulation, valve caught on sheath, high push force) factors may have contributed to the complaint events. However, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. (B)(4). The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in spain, regarding a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach, during the procedure, when advancing the commander delivery system with crimped valve, resistance was felt. Before valve alignment maneuvers, the valve was observed to be damaged, therefore, it was removed without difficulties within the esheath and a new kit was used for the implant. The procedure was successfully completed, and the patient was safe post procedure. There was no patient injury occurred and no esheath damage was reported. As per evaluation of returned device, a distal tip split, sheath liner strand and liner torn were observed.